Event description:
The customer's parent reported via phone call that the insulin did not record the customer's blood glucose or carbohydrates into bolus wizard. The customer's doctor mentioned the insulin pump was not working as designed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The test blood glucose meter communicated properly with the insulin pump. The bolus wizard functioned properly. The insulin pump downloaded properly to the carelink software. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.